Event description:
It was reported that "6 of staples jamming. 10 of staples split apart. 3 of continuous staples at once release". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was not able to be confirmed by the photo. The customer returned one unit of (B)(4) visistat 35r 6/box for in vestigation. The bottom component and the rail of the complaint sample were observed to be positioned incorrectly. The pusher was observed to be tilted downwards into the staples. In addition, the bottom component was observed to be bent in the cover block. Upon f unctional testing, all the remaining staples were able to correctly form and release. The device was disassembled and die casting anomalies on the forming tool were also discovered. A device history record review could not be performed as no lot number was provided. Teleflex will continue to monitor and trend on complaints of this nature.